Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus. A field service engineer resolved the issue by replacing the cubie tray located on the main drawer 2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system's auxiliary drawer 2 and the cubies (1-5) were not detected on the bus. Additionally, the user was able to retrieve the needed medication from the pharmacy; however, it resulted in a delay of approximately 10 minutes and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.